Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturing facility for evaluation and the lot number was not provided. Therefore the failure investigation was limited to assessment of user facility information and retention samples from three recent production runs from the involved product code. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the available information it is likely that the dilator was inserted off center of the cross-cut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Actual device not returned.

Event description:
The user facility reported valve leakage on the rss602 device. Follow-up communication from the user facility reported the following information: the sheath was leaking from the valve; it was removed and replaced with another 6 french sheath to complete the case; the reported amount of blood loss was less than 250ml; the procedure was completed; and (5) the patient was reported as in good condition.